Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance and high hv lead impedance were observed. A gradual increase in capture thresholds were also noted. Patient had started new medication and had gained a significant amount of body weight. Changes in impedance were believed to be unlikely due to the patient's health condition, but no solid conclusions could be made about a definite lead issue.